Event description:
It was reported that during follow up, one episode of noise with aborted therapy was observed on session records. The physician elected to replace all leads. During explant, a tear of the svc occurred. A thoracotomy was performed to repair the tear. All leads were explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 20.6-21.9cm from the connector pin. Insulation damage was found at 28.5- 29.9cm from the connector pin, consistent with clavicle crush damage. The etfe coating was intact at the same location. Internal insulation abrasion was found at 36.0- 36.6cm from the connector pin. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.